Event description:
It was reported that a crack was noted on the aa4204vl silicone single piece lens after it was placed in the eye. The lens was removed and replaced with another same model lens without any injury to the patient. The cause ofthe event was unknown.

Manufacturer narrative:
(B)(4). Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned lens showed a haptic and part of the optic was torn off and missing and there was a dark surgical residue on the lens (B)(4).